Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to experiencing diabetic ketoacidosis (dka), a blood glucose (bg) level ranging between 300-400 mg/dl and vomiting. Suspected cause of bg level/ dka was insulin not properly stored. There was no allegation of pump malfunction. Customer delivered correction boluses, administered manual injections and performed a supply change to address bg/dka. No issues were observed with the cartridge, infusion tubing or cannula. Customer was treated with intravenous insulin and fluids in the hospital. Customer was released the following day with no permanent damage. Customer's parents were instructed by a healthcare provider to properly store insulin.